Event description:
Prior to patient coming into operating room, physicist & md hooked up bk ultrasound probe, and was working fine, no issues. Patient came into operating room and just after patient was put to sleep by anesthesia, an error message came up on the bk ultrasound stating: hardware error: high voltage error in transducer, which caused it to turn off the machine and restart. Multiple attempts to get it to work, biomed called and was unable to get it to work. Bk service rep called and stated sounds like water got into transducer and was shorting it out. Unable to access a new probe. Doctor decided to abort attempts. Patient woke up from anesthesia and brought to pacu. No harm to the patient